Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 807:04 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further review, it was determined this report is a duplicate of report 6000001-2011-02063.

Event description:
On hold pending query. Ek 2/24.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 807:04 failure code, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.